Manufacturer narrative:
Evaluation of the returned flash catheter confirmed the fracture. Evaluation revealed a kink proximal to the fractured location on the flash catheter and a fractured segment of the non-penumbra sheath returned on the flash catheter. If the flash catheter is torqued against resistance, damage such as a fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed that the distal end of the returned non-penumbra sheath was folded inward on the flash catheter. This may have contributed to some resistance while manipulating the flash catheter through the non-penumbra sheath during the procedure. The proximal fractured segments of both devices were not returned for evaluation. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) using an indigo system aspiration flash catheter (flash catheter), an indigo system lightning flash aspiration tubing (flash tubing), a non-penumbra sheath. During the procedure, the physician completed one pass using the flash catheter. The physician then torqued the flash catheter through the sheath and noticed that the flash catheter was stuck within the sheath. It was reported that the flash catheter appeared to be fractured at the midshaft under fluoroscopy. The flash catheter and the sheath were removed together and were not used for the remainder of the procedure. The procedure was completed using a new flash catheter, the same flash tubing, and a new non-penumbra sheath. There was no report of an adverse effect to the patient.